Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the telemetry module housing had no power during use. The customer removed the product from service. No injury was reported as a result of this event.